Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10092.

Manufacturer narrative:
Results: as received, a visual inspection of the ipg header assembly found the upper setscrew septum had a void in the adhesive. A fluid injection test was performed an confirmed there was a void in the upper setscrews septum. It was concluded fluid had migrated into the header assembly through the adhesive void resulting in the lower impedances observed. Only one lead and extension was used an the other chamber had a port plug installed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.